Manufacturer narrative:
It was later reported that the device was explanted due to patient upgrade and the lead was also explanted. In addition, the explanted products will be returned. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on this defibrillation lead. The noise could not be reproduced. However, the noise was oversensed which resulted in pacing inhibition. An x-ray was taken and it appears there was a break in the lead however the physician was not convinced it was a lead issue. It was thought possibly a header issue because same problems had occurred with a non-boston scientific lead that was previously capped. The patient was admitted to the hospital and intervention was to be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to our quality assurance laboratory the lead underwent detailed analysis. Visual observations noted set screw marks on all terminal connectors. The lead body appeared twisted from yoke to distal tip. There were cuts in trilumen insulation most likely due to removal of suture, about 19 cm from is-1 pin. The clear medical adhesive was torn/separated from the gore at proximal end of the spring electrode and the proximal spring was stretched at this point. The lead passed electrical resistance testing on all paths therefore analysis could not confirm the allegation of a potential lead issue.

Event description:
Unnecessary shocks were also reported.

Manufacturer narrative:
The lead was returned and detailed anlaysis is pending.